Manufacturer narrative:
Date of event: asked but unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has pain at the incision site. The incision is healed. Hey increased from 150 to 300 for opioid. They looked to see that stimulator is there and where it should be. Patient services asked if they had tried increasing the stimulation all the way up as high as it goes. It use to make them really cringe. On the call they increased the stimulation on the current program and were feeling it in lower buttock into right foot. They weren't feeling in bicycle seat region. The patient tried a couple programs. They did find one program where they could have the amplitude at a lower strength and feel it closer to the bicycle seat region. Patient services told them they could try this program for a couple days and see if it helps and document their symptoms in diary, or they could try a different program. They were a fall risk, and they had an unstable gate. They said, they didn't have any falls. The patient will maintain stimulation level and will continue to track symptoms. Patient services told the caller to follow up with the doctor to check their system.  The patient stated that their infectious disease doctor that was treating them was deeming this device a failure. The patient had turned the device up. They had an infection when they got the device. They see an infectious disease specialist in (B)(6). The patient turned the stimulator up today from 2.9 to 3.5 and were still not able to feel the device. They were thinking their doctor is probably right. The stimulation was not feeling like when they first got the device back in (B)(6). The patient still had concurrent urinary tract infection's (uti's). They were not sure what at this point what to do. Before they could feel the device really strongly. They had some pain. They can't feel the stimulation how high the stimulation is. They don't know if there is something wrong with it. The therapy had worked really well. It stopped working for about the last least maybe four months or five months. They  said who knows though, it could have been longer because they were associating everything to the e.coli. They stated that the doctor that did the implant is probably clueless. They hadn't had catheters to use since december. What they thinks happened is the doctor put the device in and wasn't aware that the patient had e.coli. They thought the e.coli had been treated and was gone. Then they got e.coli back. The patient got referred to the infectious disease doctor. They were really sick and lost 92 pounds. They found out that they had e.coli concurrently when the doctor put the device in. They had e.coli for six months straight. Their doctor gave her like three antibiotics by IV that day before the surgery. They were was wondering why the doctor was giving the patient so many IV's. They were on macrobid to prevent uti's. The doctor sent the patient home on bactrim, and they had to take it a couple days before surgery. It took the patient a long time to recover and then they had were septic. Was already on like three antibiotics before the surgery and then three after the surgery. They were like the only one that didn't know they still had e.coli. The trial worked. The more they read they weren't really a candidate for the device. The stimulator did work though. Over time they had been in a lot of pain up and down both legs, and lower back - neuropathy it has caused them. The pain specialist had to increase oral meds and it hasn't helped. They had done a nerve epidural, that isn't even helping. They weren't keeping weight. They had e.coli for 11 months. They got the pic line out in (B)(6). They don't think the doctor was smart to put the device in when they had e.coli. They were hospitalized on (B)(6) and got discharged (B)(6). The patient had e.coli (B)(6) 2021-(B)(6) 2022 and had been taking a lot of nerve medication. They were blaming a lot of their issues on the e.coli. Was sepsis they were toxic. They weren't in the right mind. They said, they probably didn't notice the stimulator wasn't working. The patient hadn't heard from the managing physician since after the implant. The patient's infectious doctor has picked up the ball.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the shock device was determined. The cause of the out of control shocks are still unknown at this time. However, it was patients understanding that the brace operates off of the brains signals. The steps taken were the pads were changed to fresh ones and the batteries were also changed to aid in the steps to prevent this from occurring again. The issue is not yet resolved.

Event description:
Additional information was received from the patient. The patient called in regards to this case with a continuation of symptoms. Patient said they've kind of gotten their issues with the ins resolved but they are still in pain. Patient said they've had x-rays and mris to make sure the ins was in place and functioning properly. Patient said they are still getting jolts every now and then and are not in as much pain as they were, but they are still feeling pain. Patient couldn't find their patient therapy manual and requested ps send one to make sure they can show the medical staff about the activities listed in the manual that they aren't able to do.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.